Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service documentation. The lay user/pt contacted lifescan in 2009 alleging that her one touch ultra2 meter started to read inaccurately high a "few months" ago. As a result of the meter readings, she increased the dosages of her novo rapid insulin for the last 2 months. She claimed that the increase in her medications led to dizziness, lethargy, and sweating. Specific meter readings and date/times of th symptoms were not reported. It is unk if the pt received any forms of treatment for her symptoms. On two days prior, a comparison was done with the subject meter and a lab result. The pt got an "11.6 mmol/l" (209 mg/dl) on the subject and within 10 minutes she got a "7.9 mmol/l" (142 mg/dl) lab result. According to the consensus error grid, these two results are in the b zone. Based on statistical methodology, the calculated difference of these results exceeds lifescan's accuracy criteria. The customer service representative (csr) went through troubleshooting with the pt and noted that the meter was setup correctly and the correct techniques were used for testing. However, it was noted that the test strip vial was damaged. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after adjusting her novo rapid insulin according to the alleged inaccurate high meter readings. The reported results were in the b zone according to the consensus error grid, but they did not meet lifescan's accuracy criteria. It was also noted that the test strip vial was damaged. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.